Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, and conclusions in this section have been updated. H6 codes were added: type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for resistance was confirmed. Available information suggests that patient factors (undersized vessel) likely contributed to the event as it was reported that the "access vessel mld was 4.3mm". Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported through the japanese tavi registry, a 26mm sapien 3 ultra resilia valve was transfemorally deployed in the aortic annulus. During the tavr procedure, very strong resistance was experienced during delivery system insertion into 14f esheath+. On the same day of tavr procedure, dissection of the left common iliac artery (cia) to external iliac artery (eia), and access site bleeding of common femoral artery (cfa) were observed. Stenting was performed from the cia to the eia, and patch angioplasty was performed for cfa. The perceived cause of dissection and bleeding was the resistance during delivery system insertion into esheath+. The patient outcome was determined to be "recovering". The device was discarded at the hospital and not returned for evaluation.

Manufacturer narrative:
Investigation is ongoing.